Manufacturer narrative:
Review of the device history records revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities have been identified. Visual inspection under magnification found that the distal tip of the set screw driver had fractured and broke approximately .100 from the distal tip. The reminder of the hexalobe edges are slightly rolled over and deformed on one side. The other side is crisp and defined as manufactured. This indicates the instrument failed due to excessive lateral bending/fatigue stress. Users should not expect to see this type of failure when used in a twisting motion as intended.

Event description:
The tip of the screwdriver broke off during final tightening. The event caused no patient harm.